Event description:
It was reported that the customer delivered a correction bolus via the pump to address an elevated blood glucose (bg). The customer¿s bg subsequently decreased and displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.